Manufacturer narrative:
(B)(4). Batch # n92f0k. The analysis results found that the el5ml device was received with the distal end of the shaft broken. In addition, the tissue stop and the piece of the shaft were returned inside a plastic bag. Due to the returned condition of the device no functional test could be performed to evaluate the reported incident. Upon evaluation, the tip of the advancer was noted broken causing the clip not to fully advance into the jaw. The instrument was disassembled, upon disassembly 10 clips were found inside the clip track. One possible cause for the condition found is actuating the device when the jaws are not clear of the trocar. Actuating the device with the jaws closed may bend the advancer. Subsequent actuations or manual opening of the device may bend the advancer tip back toward its original position and break the advancer tip. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. There was no sample received for analysis. Only a picture of the sample was received for analysis. Upon visual inspection of the picture, the shaft appears to be broken at the distal end, near the jaws. No conclusion could be reached as to the root cause of the observed condition as the device was not returned for analysis. The photos do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause.

Event description:
It was reported that during a bilateral hernia repair procedure, it was reported to the rep that the tip of the 'sleeve' broke off and fell into the patient. The pieces were retrieved. Another like device was used to complete the procedure. There were no adverse consequences for the patient.